Manufacturer narrative:
The device was returned to the complaint investigation site for analysis. Visual, tactile, microscopic, a wire insertion test and a leakage test was performed on the device. The device was successfully tracked through a recommended 0.014'' guidewire and 6fr guide catheter with no issues. A visual and tactile examination of the outer and inner lumen identified a pinhole at 7mm distal to the port exchange. In addition, the bumper tip was damaged. No other device issues were identified during returned product analysis. The reported event of difficulty to advance through the guidezilla guide catheter cannot be confirmed.

Event description:
It was reported that the shaft leaked. A 6f guidezilla ii, 5.00 x 16mm s megatron ous mr and synergy megatron were selected for percutaneous coronary intervention (pci). During the procedure, the first megatron des was attempted to be inserted through the guidezilla device, however it could not advance paste the collar. It was noted the tip was damaged. A second synergy megatron was attempted to be used, however it was difficult to advance in the guidezilla. When the synergy megatron was in the lesion, inflation was attempted but not successful. The synergy megatron was removed and when attempted to inflate again, contrast came out of the side of the shaft. The procedure was completed with the guidezilla and a non-boston scientific des. There were no patient complications reported.

Event description:
It was reported that the shaft leaked. A 6f guidezilla ii, 5.00 x 16mm s megatron ous mr and synergy megatron were selected for percutaneous coronary intervention (pci). During the procedure, the first megatron des was attempted to be inserted through the guidezilla device, however it could not advance paste the collar. It was noted the tip was damaged. A second synergy megatron was attempted to be used, however it was difficult to advance in the guidezilla. When the synergy megatron was in the lesion, inflation was attempted but not successful. The synergy megatron was removed and when attempted to inflate again, contrast came out of the side of the shaft. The procedure was completed with the guidezilla and a non-boston scientific des. There were no patient complications reported.